Event description:
The customer reported that during an emergency care patient procedure, using a glidescope video baton 2.0 large, the image intermittently would pixelate or go black. The procedure was completed performing a direct laryngoscopy (dl). No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.